Event description:
Physio-control is investigating reports of failed main "pcb" assemblies caused by out-of-tolerance resistors r3 and r4. If resistors r3 or r4 are significantly out of specification, the device may fail to properly deliver therapy as specified.